Event description:
Caller reported experiencing fill resistance issues. The customer's blood glucose level due to the issue was 686 mg/dl. Customer administered a correction injection via manual insulin therapy to address the high blood glucose level. Previous instances of fill resistance were resolved by changing syringes, needles, and cartridges.